Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found that the inaccuracy allegation was not confirmed. Tests were performed, and the system passed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that an alleged inaccuracy was noted with one screw being medial, while all other screws were accurate. The surgeon proceeded with the case by free handing the replacement screw. No patient complications have been reported as a result of this event, and the procedure was delayed by 45 minutes.